Event description:
It was reported that the device was unable to interrogate and device reached early end of life. Patient is not dependent and patient was asymptomatic. On (B)(6) 2018 the device was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.